Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
A probable cause of such features is head/neck impingement, which could have occurred during the reported dislocation. The remaining components appear intact. No manufacturing deviations were found during this investigation.